Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. Data investigation could not confirm connection loss. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.